Event description:
Surgeon stripped a rib hook clamp screw and it broke in half inside the rib hook. Surgeon had to take construct apart when done to replace the rib hook and clamp. This caused a delay greater than 30 mins.